Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided). Cause of low bg was unknown. Bg was treated with sugar saline. Reportedly, customer left the ER 2 hours later with customer in stable condition (bg unknown).

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 33 mg/dl. Cause of bg was unknown. Bg was treated with sugar saline. Reportedly, customer left the ER 2 hours later with customer in stable condition (bg unknown).